Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and rectocele. It was reported that following insertion the patient experienced infection, vaginal pain, urinary incontinence, scarring injury to the nearby organs, difficulty during sex, bleeding and pelvic pain. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to mesh erosion and pain. It was reported patient underwent an appendectomy in (B)(6) 2008 and salpingo-oophorectomy in 2012.

Manufacturer narrative:
(B)(4).